Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the patient came into ir for palindrome catheter exchange due to bubbles appearing on the outer lumen of the catheter near the cuff. The catheter was removed and replaced. No further information available.